Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed and tried to advance again after pre-dilatation with a balloon, it was noticed that the distal edge of the stent was deformed. The procedure was completed with a non-bsc stent. No patient serious injury or adverse event were reported.